Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
A few days after initial implant, there was increased high voltage impedance and r-wave sensing amplitude and loss of capture noted on the right ventricular (rv) lead. The rv lead was repositioned to resolve the event and the patient was in stable condition.